Manufacturer narrative:
This is the same event as 3010536692-2016-00617. This report will be updated when investigation is complete.trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated cobalt chromium levels, metallosis and persistent pain (left).